Manufacturer narrative:
(B)(4). On an unreported date, the patient's pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as therapy being performed without proper training. Following the onset of peritonitis the patient was hospitalized for the event. On an unreported date the patient began treatment with injection reflin (1g intraperitoneally (ip), once daily, and duration not reported) and fortum (1g, ip, once daily, and duration not reported) for the event of peritonitis. At the time of this report the patient was recovering from the peritonitis. Dianeal 1.5% ultrabag therapy was ongoing. Additional information was requested but is not available.